Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log for the tenaculum forceps (part # 420207 / lot # n10190130 623) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2020 on system (B)(4), with 8 lives remaining. A review of the site's complaint history showed no additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires on the wrist were broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: patient demographics were provided at initial complaint intake, however no further information is available including relevant tests, patient history, or pre-existing conditions.